Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction data: the date the device was returned for evaluation was reported as nov 29, 2018 in the initial medwatch. The correct date is nov 16, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device seized, jammed and moved heavily, the device was locked because it had rotor, bearings and sealing rings damage, thus causing excess dirt on the part.. The device also failed pretest for check the starting behaviour at 2 bar, check for air leak, check for excessive noise and check for free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and lubrication processes causing excessive dirt after cleaning. A review of the service history record indicates that the device has been serviced in 2013 for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the air reamer device leaked into the punch and beyond the hose made excessive noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.